Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the product was performed. Visual inspection and testing found a defective converter which resulted in melting on the the inverter cover. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that during defibrillation threshold (dft) testing, this programmer stopped working. However, the patient was shocked appropriately. The case was completed without further incident. No adverse patient effects were reported. The programmer was returned for testing.